Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp) as the component was not consistently sending fluid to the cylinders. A surgical procedure was performed in which the existing ipp was removed and replaced. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations mechanical issues and inflation issues could be confirmed through product analysis as the leak in the kink resistant tubing (krt) and the pump not passing the inflation and activation tests could affect the functionality of the device. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the cylinders, identified wear at both cylinder bodies; however, both cylinders passed all functional tests performed. Visual and microscopical analysis of the pump identified that the kink resistant tubing (krt) was worn down to the filament and a leak was present. Upon functional testing of the pump, the component did not pass the inflation and activation tests. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp) as the component was not consistently sending fluid to the cylinders. A surgical procedure was performed in which the existing ipp was removed and replaced. There were no clinical consequences to the patient.